Event description:
It was reported that the patient has pain, cannot put full weight on leg and walks with a cane. X-rays shows loosening of femoral.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right stryker hip. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.